Manufacturer narrative:
On 2020-07-22, it was informed that maintenance and replacement of the oximetry module in the abl800 analyzer solved the issue. The abl800 analyzer is in the process of being decommissioned and replaced by a abl90 flex plus analyzer at the customer. The root cause investigation has still not been finalized.

Manufacturer narrative:
Date of event is best approximation.

Event description:
Customer reported discrepancy between bilirubin measurement results from an abl800 analyzer and measurement results from laboratory. The following measurements below were observed. Sample 1: bilirubin: 314 mol/l (abl800), 413 mol/l (laboratory). Sample 2: bilirubin: 376 mol/l (abl800), 455 mol/l (laboratory). For confirmation, the customer ran bilirubin calibrator on the abl800 analyzer with the result 166 mol/l and with the result 166.4 mol/l on the laboratory analyzer (roche). Based on the measurement results for bilirubin obtained on the abl800 analyzer compared to the measurements from laboratory, the customer reported the abl800 results as false high.

Manufacturer narrative:
It was proposed that the root cause most likely was a defective oxi module, however this cannot be confirmed as no further investigation can be done, as the abl800 analyzer has been decommisioned and replaced with an abl90 at the customer. All h6 codes have been updated to match the new layuot of the medwatch form in esubmitter.